Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Possible broken sensor wire (retained distal end). Pt removed and discarded the proximal segment. Doctor inspected the wire and said he believed it was bent and pushed up against the sensor. Pt's mother said this was possible because the pt was "rough-housing," which might have dislodged the sensor.